Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received and/or the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The trilogy evo was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. The error logs were checked, and a ventilator inoperative error code was found, indicating there was a communication failure between therapy and the user interface central processing units. The software was reinstalled but the error reoccurred. The display board was replaced to address the issue. Additionally, unrelated to the reportable malfunction, an intermittent alarm was received indicating the detachable battery ceased charging, and the display showed internal connection of the detachable battery was lost. The detachable battery board and harness were replaced to address the issue. The device passed all final testing.